Event description:
Complainant alleged that during a routine shift check by a clinician the device would not power on with a known good battery. The complainant indicated that there was no patient involvement in the reported failure.